Event description:
An extractor rx retrieval balloon device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (a female patient, weight unknown). According to the complainant, "once the balloon was in the bile duct and inflated, it burst". The procedure was completed with a different device (manufacturer unknown). No patient complications were reported as a result of this event

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot.